Event description:
It was reported while transporting a stretcher in the back of the ambulance the stretcher came loose from the fastener. There was no patient on the stretcher at the time of incident and there have been no allegations of injury as a result of the incident. The complainant has not alleged a malfunction of the stretcher and the fastener is still in service; however, they are manually engaging the fastener lock.

Event description:
It was reported while transporting a stretcher in the back of the ambulance the stretcher came loose from the fastener. There was no patient on the stretcher at the time of incident and there have been no allegations of injury as a result of the incident. The complainant has not alleged a malfunction of the stretcher and the fastener is still in service; however, they are manually engaging the fastener lock.

Manufacturer narrative:
Upon further investigation it was discovered the ambulance fastener in question was not manufactured by ferno. It was confirmed a ferno stretcher was involved in the reported incident but no information has been provided to identify the version of stretcher. The complainant was advised to contact their ambulance builder for correction to the fastener.